Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of noise on the right ventricular (rv) channel. The physician saw the patient and it was decided to turn off tachycardia therapy in the ICD leaving it in monitor only. The ICD remains in service and there were no adverse patient effects reported.